Event description:
Cartridge shot off end of machine. Prior to the procedure with patient in room, the cartridge on the hand piece was forcefully expelled resulting in physician being hit in arm by cartridge. No harm to patient. The device had an error code following event. Device was removed from service and sent to clinical engineering. The cartridge was inadvertently discarded. The error code lights indicated "an unrecoverable error has occurred". After following the manufacturer's recommendation to reset the error and test the device, our clinical engineering team could not duplicate the error. This device will not go back into service, lovera is replacing the failed device with an updated version of the hand piece.